Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain due to migration of the ipg to the ribcage. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing pain due to migration of the ipg to the ribcage. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that pocket site was sensitive to touch or any type of movements. All device components were explanted and were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 2000018172.